Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the circumflex artery. A 2.25 x 24 mm promus element¿ plus drug eluting stent was advanced and deployed. During removal of the promus element¿ plus delivery catheter, the last 30 cm of the catheter, including the balloon to the tip was separated and remained free of control in the vessel. Subsequently, the patient was sent for surgery. The detached portion of the catheter was completely removed from the patient after surgery. No further patient complications were reported and the patient's status was stable.